Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Per the pro-padz radiolucent solid gel electrode instructions for use: during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be due to many reasons including, but not limited to, how the skin is prepared, how the electrodes are applied, or poor coupling. The instructions for use (IFU) for the pro-padz electrodes provides instructions on proper skin preparation and electrode application. Additionally, it states, ?elective cardioversion may cause visible reddening under the surface of a defibrillation / pacing / monitoring electrode. This effect is likely caused by hyperemia (excess blood) under the surface of the skin.? The IFU also warns: ?excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns? Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 55-year-old female patient, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained burns, however, the degree of the burn is unknown.